Event description:
The customer reported that the power adapter for her pump in style breast pump stopped working and that when she took apart the adapter, she could see one of the wires was broken, which is a safety risk.

Manufacturer narrative:
In follow up with the customer, she reported that she discarded the damaged transformer, and that she purchased a replacement, therefore we are not able to obtain the rev and lot information for this transformer. The damaged power adapter will not be returned for evaluation. As a result of CAPA (B)(4) which was initiated for pump in style transformer, prior to rev l, overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. This issue with the damaged transformer housing for the pump in style device, rev l and m with date codes prior to 3912, was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping package strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).